Event description:
Hosp reported that an adult resuscitator did not work properly. The device was functioning correctly when delivering ambient air. When device connected to an oxygen tube, flow meter registered o2 flow. O2 line blocked. Immediately the defective device was replaced with a new unit which worked fine. No pt injury reported.